Event description:
The accounts maintenance stated that the nurse call function is not working on the bed. The account is currently using an external pillow speaker with the bed so the pt can call the nurse.

Manufacturer narrative:
The account has not completed repairs.